Manufacturer narrative:
Correction: (d) batch # is unknown. Investigation results: a complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, at 08:30, per physician's orders, li fengmei performed an enhanced CT scan of the chest and upper abdomen. She inserted a needle into the median cubital vein of the patient's right upper arm. After needle insertion; adequate blood return was observed. The needle core was withdrawn, and the tourniquet was released. Blood flowed from the isolation plug of the needle hub. The indwelling needle was immediately removed. The patient was instructed to apply pressure to the puncture site and was reassured.